Event description:
A stroke was reported. It was noted that the patient was seen in the emergency department the day before this report with symptoms of an overdose, the pump was shut off, and was given narcan. The symptoms did not get better with treatment. It was also noted that the patient had a stroke. The patient was transferred to a different facility, which was looking to have the device "turned back on." The device system was used to infuse hydromorphone. A follow up report will be submitted if further information becomes available.

Manufacturer narrative:
Patient programmer model 8835 serial# (B)(4), implanted: na, explanted: na, catheter model 8711 serial# (B)(4), implanted: 2009 (B)(6), catheter model d 8596sc # (B)(4), implanted: 2009 (B)(6). (B)(4).